Event description:
Breast implant illness, chronic fatigue, migraine, joint pain, brain fog, numbness and tingling to extremities, insomnia, weight gain, pain, hair loss, allergies, eye problems. FDA safety report ID # (B)(4).